Event description:
The customer reported following the application on (B)(6), 2025 in the surgical site of the device (kangaroo skin level balloon gastrostomy kit) after only five days they found mobilization of the gastrostomy for breaking the cap/balloon that before this event had worked perfectly. In the past, in similar situations, the gastrostomy was replaced after more than 90 days. The early mobility makes the customer consider a product defect as possible.

Manufacturer narrative:
A non-conformance review was conducted for the reported lot and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode.as such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.